Event description:
It was reported that on an unknown date during suprapatellar approach with tibial nail advanced most distal of the proximal screw holes was not lining up with the drill guide when inserted into the aiming arm. Drill was eventually allowed to enter the hole for the screw to be placed. There was no surgical delay. There were no patient consequences. Procedure outcome was unknown. Concomitant device reported: unknown drill guide (part# unknown, lot# unknown, quantity unknown). This complaints involve one (1) device.

Manufacturer narrative:
Additional narrative: this report is for an unknown guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.